Event description:
It was reported that the haptic tore the capsule when attempting to insert the intraocular lens into the eye. It was stated that there was patient contact; however, there was no patient injury. The incision was made larger to take out the intraocular lens. It was stated that the patient is doing okay.

Manufacturer narrative:
(B)(4). Product evaluation results: the intraocular lens (iol) was inspected and received only half of lens with one distorted haptic. There was also evidence of ophthalmic viscosurgical device (ovd), which indicates that the lens was prepared and handled for use. Prior to market release the lens met all manufacturing requirements. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.

Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted.